Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was back pain and leg pain. There was a loss of coverage and increased pain. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. Imaging was done and showed that the lead had migrated. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The patient had violent retching movements with bending which caused the migration of leads. Relevant medical history included: non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.